Event description:
The user reported that the thumbwheel on the hemostasis valve could not be tightened and would turn freely. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed.